Event description:
Patient reported rupture for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing piece of the shell, crease fold, wear abrasion and brown particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and opening striated in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening. - a striated edge opening on anterior side assessed as surgical damage. -missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for the right side. Device remains implanted.